Manufacturer narrative:
(B)(4). Date sent 9/19/2024. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the circular stapler was fired in the rectum/colon but did only cut: no staplers was placed. When the surgeon closed the circular stapler, everything seemed fine but then suddenly the surgeon felt something broke in the circular stapler while closing it. He tried to open the stapler, but he could not and therefor he choose to fire it. The stapler only cut and did not place any staplers and no staplers was visible in the field. The surgeon removed the stapler from the patient leaving a rectal stump open and not put together with the oral part. The surgeons could go in the abdomen with a powered echelon and close the anal part of the rectum. He placed a new anvil from a new circular stapler in the oral part and then put the two parts together with the new circular stapler. Everything went fine this time, and the patient was discharged from the hospital with no complications.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. D4: batch #918c71. Corrected data: d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of "would not staple", the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 918c71, and no non-conformances were identified.